Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in a female patient who had essure (batch no. 975386) inserted. The patient's medical history included menorrhagia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (lacroscopic supracervical hysterectomy and bilaterallacroscopic supracervical hysterectomy and bilat). Essure was removed on (B)(6) 2017. At the time of the report, the menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia to be related to essure. The reporter commented: discrepancy noted in dates of insertion : (B)(6) 2014. Most recent follow-up information incorporated above includes: on 30-jul-2020: mr received : event medical device removal was updated to more specific event : menometrorrhagia. Reporter added, lot number added, patient demographic added, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure (batch no. 975386) inserted. The patient's medical history included menorrhagia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (lacroscopic supracervical hysterectomy and bilateral salphingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia to be related to essure. The reporter commented: discrepancy noted in dates of insertion : (B)(6) 2014. Lot number: 975386 manufacturing date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet received. Reporter added. On (B)(6) 2015, she implanted essure (previously reported as (B)(6) 2015). On (B)(6) 2017, she explanted essure. Injury event updated to medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.